Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to possible fracture of the pace/sense portion of the right ventricular (rv) lead. The lead was oversensing noise and the short interval count (sic) was high. Detections were suspended and the lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Concomitant medical products: d154awg, implanted: (B)(6) 2009. (B)(4).